Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The cause of the discordant amm results is unknown. The customer decided to run the patient on another instrument. Siemens is investigating the issue. Note: the foreign account is in the country of (B)(6) which is not a dropdown option.

Event description:
Discordant ammonia (amm) results were obtained on a patient sample on the dimension rxl max system. The patient results were not reported to the physician. The account regarded the initial result as discordant. After multiple flagged results were obtained on repeat testing, the sample was tested on an alternate instrument. There is no indication that patient treatment was altered or prescribed on the basis of the discordant amm results. There was no report of adverse health consequences as a result of the discordant amm results.

Manufacturer narrative:
Original MDR 2517506-2016-00476 was filed 2016-12-07. Siemens healthcare diagnostics is conducting a recall for the dimension ammonia flex reagent cartridge/amm df119 (smn # 10711991) kit lots (fb7152, eb7180, ba7194, ea7223, ba7250) and dimension vista ammonia flex reagent cartridge / amm k3119 (smn #10711992) kit lots (16187be, 16225bb, 16265ab). Siemens healthcare diagnostics has determined that dimension amm (df119) flex reagent cartridge lots fb7152, eb7180, ba7194, ea7223, ba7250 and dimension vista amm (k3119) flex reagent cartridge flex lots 16187be, 16225bb, 16265ab do not meet the 60-day calibration interval claim due to reagent instability and results may show an abnormal assay. These lots may exhibit accuracy shifts for patient and/or quality control results; which may cause laboratories to recalibrate more frequently than the 60-day claim in the instructions for use (IFU). An urgent field safety notices (ufsn's) dc17-01.a.ous.dm and dc 17.01a.ous.dmv were sent to ous customers and an urgent medical device recalls (umdr's) dc17-01.a.us.dm and dc 17.01a.us.dmv were sent to us customers in december 2016. The ufsn and umdr informs the customers to discontinue use of and discard the affected kit lot. Siemens recommends using an alternate lot of dimension or dimension vista amm. Siemens is currently investigating the root cause of this issue.